Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3888-45, lot# v182142, implanted: (B)(6) 2009, product type: lead; product ID 3888-33, lot# v362201, implanted: (B)(6) 2009, product type: lead; product ID 3888-45, lot# v339122, implanted: (B)(6) 2009, product type: lead; product ID 3888-33, lot# v334444, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient did not deed a new battery, but it still "stalled out" and quit. Occasionally, it felt like there were hornets inside the patient's hip. The patient was supposed to experiment with the settings in the next couple of weeks after the report and see if it got better. It was then reported that the stimulator was having surges worse on the day of the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.